Event description:
Had a zimmer total knee replacement surgery in (B)(6) 2017. Had problems with the implant. Got bad infection in (B)(6) 2019, had emergency surgery in (B)(6) 2019, (B)(6) 2020. I will have a new replacement surgery. Had to have 3rd surgery in (B)(6) 2020. FDA safety report ID# (B)(4).